Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one catheter segment was returned for evaluation. Visual, microscopic, functional and tactile evaluations were performed. The catheter segment measured approximately 21.0cm. The proximal portion of the catheter was not returned. The edges of the distal end were noted to be uneven and appeared elliptical in shape. The distal end was noted to be deformed. Therefore, the investigation is confirmed for the reported deformation issue. However, the investigation is inconclusive for the reported difficult to insert and remove issues as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that during a port placement procedure, the catheter was allegedly difficult to push and pull. It was further reported when removed the tip of the catheter was allegedly deformed. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the catheter was allegedly difficult to push and pull. It was further reported when removed the tip of the catheter was allegedly deformed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.